Manufacturer narrative:
A hill-rom technician investigated the lift. The lift was in disrepair and showed signs of abuse. The stop screw that holds the leg in the lift had been removed. The gear rack has been replaced and the device has been brought back to manufacturers specifications.

Event description:
It has been reported to hill-rom that at the right leg of the base could be separated from the base of the lift and that the base widen mechanism was malfunctioning.